Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 12/2023. Device pending return.

Event description:
It was reported that during a biopsy procedure, the gun does not prime in the first position but goes right to the second position. It was also reported that at times it requires excessive force to prime. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported gun does not prime in the first position but goes right to the second position issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 12/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the gun does not prime in the first position but goes right to the second position. It was also reported that at times it requires excessive force to prime. There was no reported patient injury.